Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted approximately nine months after implant. No adverse patient effects were reported. This right ventricular (rv) remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system was explanted approximately nine months after implant. No adverse patient effects were reported. This right ventricular (rv) lead has not returned for analysis. Additional information was received indicating that the system was explanted due to twiddlers syndrome. No new device was implanted during the surgery. No additional adverse patient effects were reported. This rv lead will not return for analysis.